Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed january 10, 2013.

Manufacturer narrative:
(B)(4): device not received yet.